Event description:
It was reported that during a colostomy procedure, the staple line was not complete. Half of the staples formed and the other half had no staples at all. The cut line was complete. No pt consequence. Had to hand sew to complete the case.